Event description:
Info received that the bed/siderail was showing an error code. No incident alleged.

Manufacturer narrative:
Tech found right siderail board and cable damage from fluid integration. Replaced right cable and board to resolve this problem. Bed located in basement repair shop.